Event description:
The needle broke off from the suture while inside of the bladder cavity. It was found and size was compared to the same size needle.what was the original intended procedure?right distal ureterectomy, neocystostomy, open ureteral stent placement, cystoscopy.device #1is this a laboratory device or laboratory test?no.